Event description:
During a coronary artery drug eluting stenting treatment procedure the stent entangled with another previously placed stent and was stretched inside the vessel requiring surgical removal. The patient presented to the hemodynamics room during an emergency procedure involving an acute myocardial infarction. A thrombotic occlusion of the diagonal branch was found and it was decided to reopen the diagonal branch.(the patient had been recently treated at another facility with a drug eluting stent in the descending anterior and a metallic stent in the diagonal branch. It is unknown what type and size of stent theese were.) The patient was pre-treated with abciximab. Via the right femoral artry, two or three intra stent dilations were carried out using a 2.5x9mm balloon (unk type) which resulted in a re-opening of the vessel with evidence of a distal dissection of the stent. It was decided to place a 2.25x20mm taxus liberte drug eluting stent to cover the dissection however the initial attempt failed to bypass the dissected area. The stent delivery system (sds) was withdrawn and the ostium of the diagonal branch was re-dilated using a 2.5x15mm balloon (unk type) supported by a bmw guidewire. Another attempt was made to position the taxus liberte stent and this time it became "impossible" to withdraw or advance it from its position. " an attempt was made to remove it with mild traction and withdrawal of the balloon marker occurred without any release of the stent. The removal of the guide catheter system guide wire and balloon did not allow removal while part of the stent remained visivle in the common trunk and could not be removed even with an amplant goose neck type recovery system". The patient's hemodynamics remained stable". The patient then underwent aortocoronary bypass surgery and removal of the "delivery" it was reported that the appearance of the stent showed stretching of the mesh of the stent which appeared to be "unrolled". The pateint is reported as "very well, no complication".